Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, insulin drips were not observed to be dripping out of the infusion set tubing and cartridge tubing during the fill tubing sequence. A supply change was performed resolving the issue. Customer's blood glucose level was 144 mg/dl.